Manufacturer narrative:
Tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages with multiple cartridges after the cartridge was filled with 450 units. Reportedly, the contact did not remove air from the cartridge prior to filling it with insulin. The contact successfully loaded a cartridge. There was no impact to the customer's blood glucose level.